Event description:
It was reported that the vns patient¿s device could not be programmed to its intended settings. The physician attempted to program the device output current to 2ma; however, subsequent interrogation showed that the device output current was at 1ma. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Patient and product information was obtained.

Event description:
Review of device programming history did not identify any programming anomalies.

Manufacturer narrative:
Date of event; corrected data: new information received corrects the date of event.